Event description:
On 11/17/2022, it was reported by an arthrex employee via email that an ar-1922bc bio-composite pushlock anchor and eyelet broke during insertion. This was discovered during an aclr procedure on (B)(6) 2022. Case was completed by retrieving all broken fragments and using another ar-1922bc bio-composite pushlock from a different lot number.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. The complaint is confirmed based on the customer provided photo, which displays the bio-screw broken and the eyelet had a flash/damage inside the hole. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.